Event description:
A case study of an ophthalmic gas used for the vitrectomy, cataract phacoemulsification suction, intraocular lens implantation, vitrectomy injection, pre membrane peeling for complex retinal detachment repair, retinal laser photocoagulation, complex retinal detachment pressure repair, complex retinal detachment repair surgery on the right eye of the patient revealed that the patient experienced high intraocular pressure. Increase in intraocular pressure might be related to gas expansion or transient angle obstruction caused by anterior displacement of the lens and iris during postoperative patient sitting position.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for this investigation. However, an analysis of the retained sample lot, showed that the product was perfluoropropane (pfp) and met all release criteria. As a result, nothing was found that would account for the reported. With no additional, related information provided, the customer reported event was not confirmed. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the batch production record for was performed and showed no unusual manufacturing issues. A review for complaints reported for pfp. However, a check of the complaint records showed five other complaints against the lot. As a result, the non-conformance review showed there are potential contributing factor(s). Based upon the information provided, a root cause cannot be conclusively determined. Based upon the information provided, a root cause cannot be conclusively determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, indicated that there was no ophthalmic gas expansion.